Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08704. It was reported that the patient experienced lead migration. Both of the patient's leads had migrated down to the ipg pocket area. As a result, the patient underwent surgery in which the leads were explanted and replaced with a penta lead. Effective therapy wsa restored post operation.

Event description:
Related manufacturer reference number: 1627487-2019-08704.